Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that patient anatomy contributed to the reported single leaflet device attachment (slda) however this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully. However, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. A total of three clips were implanted, reducing mr to 1. No additional information was provided.